Event description:
Caller states patient tested 2.4 inr on the coaguchek xs system while a comparison lab returned as 1.6 inr. The patient was admitted to the hospital overnight, and treated for a blood clot (treatment is not known). The caller reports that the patient has "lupus anti-phospholipid antibodies (apa)" which is a labeled exclusion. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.